Event description:
It was reported the device will not sense. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The interconnect flex found out of electrical specification. The upper and lower cases and ring cover are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event during repair of the unit. The interconnect flex found out of electrical specification. The upper and lower cases and ring cover are broken. Detailed analysis of the interconnect flex was performed. Visual inspection did not find any anomalies. The assembly was placed into an engineering unit and sensing was tested. Various test outputs were tested and the subassembly sensed these outputs correctly. The detailed analysis could not confirm the reported failure.